Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had been having problems with the ins and it seemed like it stopped working. The patient had charged the ins to full on friday. The patient communicated with the ins and saw that the stimulation was off. The patient didn¿t know how the stimulation turned off and noted that they might have hit the ¿implant off¿ button on friday. However, the patient indicated that they felt stimulation on saturday. The patient turned the stimulation back on and was comfortable. The patient also reported that they had been having some ¿weird issues.¿ the patient reported that there are times when they are sitting or walking when the ins ¿doesn¿t do anything,¿ and then will suddenly start delivering therapy. No further complications are anticipated.